Event description:
On (B)(6) 2012, the patient contacted animas reporting that the subject pump started to beep and flash the "verify" screen after he went swimming "about an hour ago." The patient claimed there was no physical damage to the battery cap or battery compartment; however, he can see moisture under the display screen. The patient confirmed that the battery cap was also secured. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the reported power issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to power on properly. The pump was exercised for 24 hours with no issues. No visible moisture was observed under the display lens. A crack was found in the pump case by the display lens. The pump was opened and internal moisture was observed on the circuit board and internal pump components.